Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set leaked. The following information was provided by the initial reporter with the verbatim: we have infused chemotherapy medications through this line and twice the medications has leaked through the filter. The medications that were infused in the first instance were doxorubicin, vincristine and etoposide. In the second instance it was doxorubicin and etoposide. Do you have any information on compatibility issues with these medications for your product?